Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 500 mg/dl and insulin injections were used to address the bg level. The customer changed the supplies on the pump and resumed insulin delivery. However, the customer's bg remained high. The customer did not think the pump was delivering insulin and had reverted to using insulin injections to manage diabetes.